Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered placement difficulties when attempting to implant in the his bundle. High thresholds and noise were noted and the physician queried if he had done "something to the lead" during attempts at implant. The lead was attempted / not used and replaced with a right ventricular (rv) lead septum placement instead. No patient complications have been reported as a result of this event.